Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 10/22/2022. The correct g3 date is 10/21/2022. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 44 m distance from the tip of the catheter. Therefore, it can be confirmed that the helix was broken. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure, the helix of the device allegedly broken. It was further reported that the device was removed using snare. There was no reported patient injury.

Event description:
It was reported that during recanalization procedure, the helix of the device allegedly broken. It was further reported that the device was removed using snare. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024). Device pending return.